Event description:
The stent anchor wings failed to project outward for enough to immobilize the stent within the bile or pancreatic duct. The stent was removed and replaced with another stent during the same procedure. There was no patient injury.